Event description:
Customer's mother reported via phone call that the customer was skateboarding and fell on the insulin pump. It was stated that the insulin pump has damage on the screen that look like burn marks and customer is unable to see the display. Customer's mother stated that the insulin pump seems to be functioning. The customer is using it for the basal rates and blousing through manual injections. Blood glucose value at the time of incident is unknown. Latest reading was 80 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding on the lcd glass. No burn marks on the lcd screen noted.